Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to corroded keypad traces. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error when attempting to prime and rewind. No further information reported.